Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient woke up from anesthesia and was unable to move her left side. The patient had paralysis and weakness in the entire left side of her body. The patient stated that the hospital blamed the device for the issue. The impedances and device were checked inter-operatively and everything was within normal ranges. The patient's status at the time of the report was noted as alive with injury. The patient still had weakness on the left side of her body and was walking with a cane. It was noted that no action was taken and that it did not seem to be device related. It was therefore unclear if it was device related or not.

Manufacturer narrative:
Product ID 377745, lot# n0039637, implanted: (B)(6) 2005, product type lead; product ID 377745, lot# n0039637, implanted: (B)(6) 2005, product type lead; product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2005, product type extension product ID 3708140 lot# serial# njb004729n implanted: 2005-10-04 explanted: product type extension. (B)(4).

Event description:
Additional information received reported that the patient had made a full recovery.

Event description:
The patient was receiving effective therapy but the root cause has not been specifically determined by facility.